Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: ccl manager. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the tr band 2 device did not hold air and was deflating over time. The tr band visibly lost air prior to the patient leaving the procedural area. There was no bleeding or patient injury. The patient was fine. Additional information was received on 18may2023: the tr band was stored in a storeroom with all of their other medical devices.

Event description:
Additional information was received on 26jun2023: the tr band was placed on the patient after the cardiac catheterization. The patient was stable.

Manufacturer narrative:
This report is being submitted as follow-up no. 1 to provide additional information in section b5 and to provide the completed investigation results. Three sealed and unopened tr bands were returned for product evaluation. The samples were opened to test for air leakage. The samples were subject to visual analysis. No damage or deformities were noted on the bands or inflators. The samples were subject to leak testing. Approximately 18ml of air was injected into the band and submerged in a water bath for approximately 30 seconds. Air bubbles were observed from the inflation tube to the balloon tab on two samples. The samples failed leak testing. The other sample did not have any air bubbles from the band or balloon and passed leak testing. The samples that leaked were placed under microscope to get a look at the location of the leak. There is an incomplete weld around the inflation tube and balloon tab. The sample that did not leak was subject to additional leak testing. Approximately 15ml of air was injected into the band and the band was placed in its holder for 12-24 hours. After 12 hours the air was removed from the band and 15ml was left in the balloon assembly. The samples passed manual leak testing. The sample that did not leak was deconstructed at the check valve to check for damage or foreign matter. Upon deconstruction, no damage or foreign matter was found in the valve. The complaint can be confirmed for air leakage issues. The cause is an incomplete weld around the inflation tubing and balloon tab that causes a leak at the corner of the balloon tab. The operations quality engineer (qe) was notified, and a nonconformance report (nc) was initiated for this issue. The nonconformance report (nc) will contain root cause analysis and corrective actions. A corrective and preventative action (CAPA) was initiated for the increase in air leakage issues. Review of the device history record (DHR) showed there were no issues noted during manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).